Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed , and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed , and the probable cause could not be determined from the available information. The IFU provided with this kit warns the user, "ensure catheter patency prior to pressure injection to reduce risk of catheter failure and/or patient complications. Inability to obtain brisk blood return or to flush easily indicates a possible problem with the catheter and catheter should not be used." Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: directly after insertion blood began to leak out of the back rubber stopper of the catheter from where the needle is pulled from.